Manufacturer narrative:
Additional device product codes: kwp, mnh and mni. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Device history records review has been requested. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, patient underwent a cervical posterior fixation surgery to fix c4/c5. The surgeon implanted the cancellous bone screws synapse in c2, c7, and th1, and then the depressurization was performed by lamnectomy from the c1 to c7. Then, when the surgeon implanted the screws to c4, it was reported that the surgeon recognized that there was a bone fracture on c4 outer. The crack on the right side of the fourth cervical vertebra was due to the process of implanting the screw. The surgery was completed by using an alternative unknown screw via an unknown procedure. There were less than thirty (30) minutes surgical delay. Patient outcome was stable. This report is for one (1) 8.0mm drill bit for dhs/dcs triple reamer. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Please note, this DHR review is for sterilization procedure only: part no.: 04.614.014s; lot no.: 9824357; manufacturing location: selzach; supplier: frueh ag; release to warehouse date: february 12, 2016; expiry date: february 01, 2026 non-sterile 04.614.014 / h000484 was manufactured in us, brandywine part: 04.614.014; lot: h000484; date of manufacture: january 19, 2016; place of manufacture: brandywine; part expiration date: none; list of nonconformances: none no nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint action. Flow: adverse event (no reported product problem) visual inspection: the returned implant was examined and there were no product issue/defect identified. Investigation conclusion: no definitive root cause could be determined as there were no issues identified with the product. There is no allegation of device defect, deficiency, or surgical technique error associated with the complaint devices. As there is no device malfunction alleged and no associated surgical technique error, a design and clinical risk management (dcrm) review will not be completed. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.